Event description:
It was reported that the patients' implantable pulse generator (ipg) incision site, on their chest, of the deep brain stimulation (dbs) did not heal adequately and developed an infection, the patient was asymptomatic. The patient was hospitalized, underwent an explant of the (ipg) and the lead extensions, cultures were taken, however, the results are unknown, and the patient was placed on antibiotics. The patient is expected to fully recover. The devices will not be returned as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: db-3216-55 serial number:(B)(6) batch/lot number: 5003816 and 5003683 model/catalog description: argyle extension 55cm sterile kit unique identifier (UDI) # (B)(4). With all the available information, boston scientific concludes that the cause of the patient experiencing impaired healing, an infection, being hospitalized and undergoing a procedure in which the ipg and lead extension were explanted, was confirmed based on record review. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices were discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states infection and implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening are a known risks with the use of deep brain stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The devices were not returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as known inherent risk of device.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs additional suspect medical device components involved in the event: model number/catalog number: db-3216-55 serial number: (B)(6). Batch/lot number: 5003816 and 5003683 model/catalog description: argyle extension 55cm sterile kit unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patients' implantable pulse generator (ipg) incision site, on their chest, of the deep brain stimulation (dbs) did not heal adequately and developed an infection, the patient was asymptomatic. The patient was hospitalized, underwent an explant of the (ipg) and the lead extensions, cultures were taken, however, the results are unknown, and the patient was placed on antibiotics. The patient is expected to fully recover. The devices will not be returned as they were discarded by the facility.